Manufacturer narrative:
Prepex is sold and used in (B)(6), it is neither sold nor used in the USA. Receiving reports regarding aes is very challenging and the company makes every effort to gain as much information as possible. The company did not begin reporting any aes to the FDA until it was demanded by the FDA. As a result there is a gap between the time of the ae and the reporting. This issue will resolve itself during 2017 when the company will report to the FDA as required and requested. Device unavailable.

Event description:
Due to improper placement invagination of the foreskin occurred leading to insufficient foreskin removal, patient was referred to surgical circumcision.

Manufacturer narrative:
Prepex is sold and used in (B)(6), it is neither sold nor used in the USA. Receiving reports regarding aes is very challenging and the company makes every effort to gain as much information as possible. The company did not begin reporting any aes to the FDA until it was demanded by the FDA. As a result there is a gap between the time of the ae and the reporting. This issue will resolve itself during 2017 when the company will report to the FDA as required and requested. The company has revised the IFU to include warnings regarding the use of the device in a population that has not been properly immunized for tetanus.

Event description:
Due to improper placement invagination of the foreskin ocurred leading to insuffiecient foreskin removal, patient was referred to surgical circumcision.